Event description:
Confused, restrained, pt pulled out catheter. Introducer valve pulled apart and air introduced into heart after valve pulled out. Pt arrested, witnessed by primary surgeon and nurses. Resuscitative efforts begun immediately. Pt expired despite appropriate measures.